Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Data analysis: console logs from the reported day of event are consistent with complaint and show multiple error messages related to invalid placement signal samples due to low snr (ossiopsens set invalid_bad_snr_sample_mask), followed by a ¿placement signal not reliable (optical signal-to-noise ratio) - alarm issued¿, event #190. Rtlog data from ic5199 shows that the raw optical signal oscillates between 0 and an unrealistic value of -3000. Similarly, the placement signal oscillates between 0 and an unrealistic value of 3000. Contrast levels also dropped below 20%, and the signal-to-noise ratio (snr) fell below 150. Device analysis: console ic5199 was sent back to fs for further investigation. The root cause of the placement signal not reliable was a malfunction of the optical bench. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that the placement signal was unreliable. The protected percutaneous coronary intervention was successfully supported until patient could be weaned from the impella. No patient harm has been reported.